Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. This device was manufactured on 17-nov-2014. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 1) quantity manufactured: 10. 2) date of manufacture: 17-nov-2014. 3) any anomalies or deviations identified in DHR: one nc (non-conformance) found associated with 8023154. Nc: 043435 was opened to introduce additional verification when running m/c op 2 first off on cmmq0049. This was a planned nc to allow start of the 2nd part in cnc after getting the taper diameter measured in the cmm on the 1st off. There is no correlation between nc: 043435 and the complaint failure mode. 4) expiry date: 31-oct-2024. 5) IFU reference: 090200701.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient underwent a left hip revision due to mechanical complication of internal joint implant. The surgeon noted a hematoma, discoloration from metal abrasion, and the removal of scar tissue. The liner was worn and disassociated from the cup with minor contact of the head against the metal ring. The head and liner were exchanged. The cup and stem were retained. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2019, left hip.